Event description:
It was reported by the patient that the remote monitor was no longer receiving power and that it disabled the home phones when it was connected into them. A new power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor will not power up using known good power supply. It was also noted that there was a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power and that it disabled the home phones when it was connected into them. A new power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result. It was reported that the monitor was not getting power and also caused disruptions in the phone service. The monitor was replaced. No patient complications have been reported as a result of this event.